Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The evaluation could not duplicate the user report. The unit is able to capture and save images normally. However, the evaluation found there was no sdi signal due to a faulty circuit board and a worn out video connector cable was causing a flickering image. The necessary parts were replaced. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the evis exera iii video system center could not capture images during preparation for use. No patient involvement or impact to patient care was reported for this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g3, g6, h2, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Nearly 8 years have passed since the subject device was manufactured. Based on the results of the investigation, one of the following may have caused the image capturing issue; however, a definitive root cause cannot be identified since the malfunction was not reproduced at the olympus service center: - the observation monitor is not turned on. - the endoscope, the camera head, and the video converter are not connected properly. - the endoscope cable is not connected properly. - the monitor cable is not connected properly. - the output setting of the observation monitor is incorrect. Regarding the flickering image, it is likely the connection was loosened because the video connector was worn away and deteriorated due to long-term use and the electrical contacts became unstable. Regarding no serial digital interface (sdi) output, it is likely the circuit board failed due to aging deterioration.